Manufacturer narrative:
A customer reported: "unable to release shunt". The sample was received and investigated: the delivery system wire was pressed down. The shunt was not loaded onto the delivery system wire but placed into a separate plastic bag. The delivery system wire was pulled back, partially protruded from the cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There have been no changes in the raw material/supplier, processes and technicians personnel. There has been one similar complaint for the lot. All products pass 100% final inspection at prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the delivery system trigger was operated and performed its functionality releasing the shunt. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtering shunt implantation procedure, the shunt was stiff and would not release from the inserter during the attempted implantation. A back up shunt was used instead. There was no reported patient harm.